Event description:
While attempting initial insertion of a central line access, physician pulled back on syringe introducer. Physician noted that the needle (18 gauge 2 1/2 inch thin-walled) had separated completely from the plastic hub. The needle was believed to be still in the subcutaneous tissues, but could not be visualized externally. Chest x-ray confirmed the presence of the needle. Due to the location of the needle (away from the lung and vasculature) and the patient's hemodynamic status, it was decided that no emergent intervention was needed. Examination of the hub shows a complete separation with no broken pieces.